Event description:
Representative (B)(6) reported that the lead shows out of range shock impedance (greater than 200 ohms) when the svc coil is included in the shock pathway. Rv coil to can is in-range. Further lead evaluation and investigation of historical lead measurements/testing were recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.